Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc performed the component analyze of the foreign matter, and butyl cyanoacrylate was detected. The main use of butyl cyanoacrylate is the main component of medical cyanoacrylate adhesives. Since it is a foreign substance that is not derived from an endoscope, it is presumed that it entered from the outside. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, the failure of the air/water feeding occurred. Omsc checked the subject device and found that the air/water nozzle of the subject device was clogged with the foreign matter. There was no report of patient injury associated with the event.